Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line without an alarm while using the homechoice machine. This occurred during fill cycle one of peritoneal dialysis therapy. The patient was connected at the time of the event. There was nothing found during troubleshooting that could have caused or contributed to the reported air. The technical services representative assisted the patient with ending therapy and advised that they start over with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.